Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a misalignment in the touch position on v60 ventilator. This issue was identified during periodic maintenance (pm) servicing; the device was not in clinical use. There was no harm. The pse evaluated the device and reported the issue was no resolved with a touchscreen calibration. Therefore, the touchscreen was replaced. The device was operational after repairs were completed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18028.